Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged rewind issue was not duplicated. Review of black box data did not find any rewind alarms. The pump powered up to the verify screen with auditory and vibratory features. No tactile issue was found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any rewind issue. Pump casing was opened and no evidence of moisture intrusion or mechanical issue was found internally. Unrelated to the complaint, the display was found to be dim and discolored. A battery compartment crack was found below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the rewind sequence stopped prior to completion and the "ok" button was not pressed during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.